Event description:
A physician successfully placed two xact stents in a patient's left internal carotid artery. After the procedure, the patient experienced right upper and lower extremity weakness. A cat scan indicated that a stroke of the left parietal area occurred.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. The xact stent, (catalog #82092) was filed under MFR# 9616695-2006-00196.